Event description:
During the index procedure, the physician used one resolute integrity drug-eluting stent to treat target lesion located in the rca. It was reported that during the procedure, the patient developed new onset of anginal equivalent symptoms with balloon inflations and chest pain and experienced an mi. Patient was treated by medication and recovered. The investigator assessed that the event was not related to the study device.

Manufacturer narrative:
Additional information: it is reported that the patient suffered a rectal bleed approximately 9 months post index procedure. The patient received no treatment. Investigator indicated that the reported event was not related to the study device. Patient was reported to have recovered. Patient was on dapt at time of event. (B)(4).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction). Evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).